Manufacturer narrative:
There were several abnormal probe sucking and abnormal sample aspiration alarms close to the time of the event. The field service engineer could not find a cause. He checked the liquid level detection (lld) sensor, syringes, probe washes, and mechanism adjustments. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results from the cobas 6000 e 601 module. The samples were repeated on another analyzer. Sample 1 initial result was 87.48 miu/ml and the repeat result on (B)(6) 2022 was 0.100 miu/ml with a data flag. Sample 2 initial result was 132.7 miu/ml and the repeat result was 0.100 miu/ml with a data flag. Sample 3 initial result was 870.2 miu/ml and the repeat result on (B)(6) 2022 was 0.100 miu/ml with a data flag. Sample 4 initial result was 14.54 miu/ml and the repeat result was 0.100 miu/ml with a data flag. Sample 5 initial result was 17.79 miu/ml and the repeat result was 0.100 miu/ml with a data flag. Sample 6 initial result was 22.51 miu/ml and the repeat result on (B)(6) 2022 was 0.100 miu/ml with a data flag. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 584579. The expiration date was provided as "03/23".

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As there were sample pipetting alarms around the time of the event, the issue is consistent with a sample-related/ preanalytic issue.